Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Upon inspection, it appeared that there were holes in the packaging. Another device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Once foil packets are peeled open it cannot be determined if defects were present before or after packet was opened. No further testing can be performed on these samples. Peeling open foil packets creates trauma to the primary packet materials. This trauma can cause pin holes and tears in the foil material. Defects were most likely caused by action of peeling open the long foil packets.